Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had low blood glucose level of 47mg/dl. The customer states the lows were attributed to over bolusing a meal. It was noted that customer had dual bolus feature on. The customer was assisted in programing pump. The customer was advised to monitor the device.